Event description:
It was reported that telemetry confirmed a critical pump alarm was occurring; alarm due to zero ml reservoir volume reached. The alarm was not heard. The low reservoir occurred on (B)(6) 2014 and the empty reservoir occurred on (B)(6) 2014. On the date of this report, they were refilling the patient¿s pump with 2000 mcg/ml. It was noted that previously, the pump was programmed to 500 mcg/ml at 78 mcg/day, but that was incorrect. They had been filling the pump with 2000 mcg/ml, so the patient was actually receiving 315.2 mcg/day. They decided to start the patient at 100 mcg/day. The pump alarms were tested because the patient never heard them and they were able to hear both alarms, but they were very quiet. It was noted that the patient had gone to the ER (emergency room) last friday ((B)(6) 2014) with incredible spasms. They checked for infection and there was none. They now knew it was due to the empty pump. The device system was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Event description:
The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).